Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. First visual inspection was performed and a red material was found inside the pebax. A closer inspection was performed and a hole was found in the pebax. Then, an electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter had stopped measuring impedance. No patient consequences were reported. This issue was assessed as not reportable since if the impedance is not displayed, the device can¿t be used and the potential that it could cause or contribute to a death or serious injury, or other significant adverse on 5/4/2020, during an initial visual analysis a red material was inside inside the pebax. This finding was assessed as not reportable since the device integrity appears to be maintained and no internal components exposed to patient. On 5/8/2020, during a second visual analysis the catheter was inspected and the reddish material was found in the pebax in addition to a hole in the pebax. This finding of a ¿hole¿ in the pebax is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/8/2020 and reassessed this complaint as MDR reportable.

Manufacturer narrative:
On 5/22/2020, biosense webster inc. Received additional information clarifying the account name and address. As such, the following fields have been changed: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).